Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 left ventricular (lv) lead (B)(6) 2013, 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported by remote transmission the atrial lead had over sensing during the ventricular tachycardia episode. The lead is still in use. No patient complications were reported as a result of this event.